Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) received a single inappropriate shock due to over-sensed artifacts while sleeping. The patient was seen in-clinic where provocative maneuvers were able to reproduce the noisy artifacts in the alternate sensing vector. Additionally, diagnostic imaging was performed which showed no system abnormalities. The physician programmed therapy off and provided the device data to boston scientific technical services (ts) for review. Ts stated that in addition to the inappropriate shock episode, there was an untreated episode and smartpass disablement due to artefacts and low, variable rhythm morphology. Further recommendations for in-clinic assessment were provided, in addition to programming recommendations. At this time, the s-ICD remains implanted, but shock therapy was disabled. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the b5 field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this patient with a subcutaneous implantable cardiac defibrillator (s-ICD) received a single inappropriate shock due to over-sensed artifacts while sleeping. The patient was seen in-clinic where provocative maneuvers were able to reproduce the noisy artifacts in the alternate sensing vector. Additionally, diagnostic imaging was performed which showed no system abnormalities. The physician programmed therapy off and provided the device data to boston scientific technical services (ts) for review. Ts stated that in addition to the inappropriate shock episode, there was an untreated episode and smartpass disablement due to artefacts and low, variable rhythm morphology. Further recommendations for in-clinic assessment were provided, in addition to programming recommendations. Recently, the patient was evaluated in-clinic with exercise testing and the physician programmed shock therapy back on. The patient is continuing with normal follow-ups. At this time, the s-ICD remains implanted and in-service. No additional adverse patient effects were reported.